Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. No event date or intended programming parameters were provided by the customer. Analysis of the pcu event log shows that the last infusion was programmed and started at 9:58 am on 21 september 2017. The user programmed a basic primary infusion at 100ml/hr with a vtbi of 100ml. The infusion completed at 10:59 am and transitioned to kvo. At 11:00 am, the user channeled the device off and the system was shut down and powered off. The volume recorded as being infused during this period was 100.083ml. Functional testing was performed and found the pump device to be delivering fluid within specification. The root cause of the customer's report of an overinfusion was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an over infusion. There was no report of patient harm.